Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a piece of the left blade broken off. The broken piece was not returned. The blade fractured at the cross section of the grip cable crimp. Half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. No other damage found.

Event description:
It was reported that during a da vinci si ureteral reimplantation procedure, one of the blades on the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.